Event description:
A lensar representative reported the while she was conducting a clinical training, the doctor experienced a capsule radial tear. The surgeon stated that he noticed the anterior radial tear after implanting the iol. However, it did not radialize posteriorly.